Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-3138-35 serial#: (B)(4) model description:phase iii lead extension - 35 cm.

Event description:
A report was received that the patient was experiencing pain at the lead extension site and the physician has decided to proceed with a revision to remove scar tissue and bury the extensions deeper.

Event description:
A report was received that the patient was experiencing pain at the lead extension site and the physician has decided to proceed with a revision to remove scar tissue and bury the extensions deeper.